Manufacturer narrative:
The customer also filed a medwatch form for this event (mw5086595). Investigation: per the customer, when this procedure was resumed it was done with hemodilution. A material/lot history search was performed and no other reported incidents with a similar failure were found. A terumo bct service technician checked out the optia device at the customer site. A full machine checkout was performed, as well as a successful auto test and saline run. The device was confirmed to be operating per manufacturer specifications. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Symptoms of these allergic reactions may include hives, dyspnea, wheezing, burning eyes, tachycardia, hypotension, and or facial swelling and flushing. Mild reactions can be treated with an antihistamine administered through an IV. Root cause: based on the customer's statements and the literature review, the cause of the patient's reaction was due to an allergy to eto. See [mw5086607 ((B)(4))].

Event description:
The customer reported that a sickle cell patient has a reaction during a red blood cell exchange/ depletion (rbcx/d) procedure on a spectra optia device. The nurse stated that the patient complained of water sensation behind their ears, chest tightness, hypoxemia (o2 saturation dropped down to 85), and began to cough 12 min into the procedure. The physician ordered 4 liters of oxygen (o2) via nasal canula, epinephrine(per the reported medwatch), 40 mg pepcid via ivpb, and eto allergy testing was performed. Approximately 30 minutes after the delivery of o2 and medication, the patient's symptoms resolved. The nurse primed another set, performed saline rinse, the procedure was run again. The physicians decided to omit the depletion part of the rbcx/d. The patient remained in stable condition. The customer declined to provide the patient ID. The exchange set is not available for return because it was discarded by the customer.

Event description:
During follow-up with the customer, it was reported that an eto hypersensitivity test wasperformed and the results were negative.

Manufacturer narrative:
This report is being filed to provide in additional investigation: per the spectra optia essentials guide, the optia system has manysafety features. However, a patient reaction can occur rapidly. Therefore, it is imperative that theoperator monitors the patient and the system throughout the procedure.corrected root cause: a definitive root cause for the patient's allergic reaction could not bedetermined. Possible causes for the reaction include, but are not limited to:- the patient's disease state- the patient's sensitivities to the depletion part of the procedurecorrected investigation: according to therapeutic apheresis: a physician's handbook,adverse events occur during therapeutic procedures with a frequency of 4.8%. This is furtherbroken down into procedure-specific reactions with erythrocytopheresis at a frequency of 10%including reaction of respiratory distress (0.3%).